Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing is not yet complete. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during a therapeutic procedure, the image from the videoscope disappeared for approximately five seconds. Once the image was restored, the procedure was completed using the subject device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
The customer confirmed the type of therapeutic procedure was a laparoscopic appendicectomy.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to foreign matter temporarily adhering to the contact part with the system. Additionally, the device was evaluated where no abnormalities were found that could have led to the occurrence of the event. Olympus will continue to monitor field performance for this device.